Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Set screw seal plugs are designed to permit set screw wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was implanted, but after pocket closure, noise was observed on the right ventricular (rv) lead. The noise was oversensed, but did not result in pacing inhibition. The noise was thought to be due to air bubbles, so the pocket was reopened and air was released from the seal plug. The physician ultimately decided to replace the ICD, so it was removed and replaced successfully. No additional adverse patient effects were reported.